Manufacturer narrative:
Updated fields: b4, g3, h6, h2, h11. Corrected fields: e1 (event site state), h6 (type of investigation, investigation findings). Keeping UDI partial in emdr (1443922) as serial number is unavailable.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation, below field are added from e.1.: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request and report issue cardiosave intra aortic balloon pump (iabp) had screen issue.

Manufacturer narrative:
Corrected fields: h6- (type of investigation, investigation findings). Updated fields: b4, g3, g6, h2.

Manufacturer narrative:
Updated fields: b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes investigation conclusions), h11. It was reported by the customer through the emergency support program esp that the cardiosave intraaortic balloon pump iabp screen would not unlock there was patient involvement and no injury or harm reported esp personnel was on call to evaluate and troubleshoot the unit the personnel explained the troubleshooting steps to the customer and suggested that if they did not work its best to switch out the console the esp personnel checked in with the customer several hours later and found out that the screen unlocked and they have not had other issues the customer was advised to put a note on the pump for the biomedical department staff in case the pump screen needs to be recalibrated.

Event description:
N/a.